Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
On december 23, 2009 the facility's representative reported to baxter global technical services that on (B)(6) 2009 one colleague cxe volumetric infusion pump in which the device infused too quickly. The reported condition occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.